Manufacturer narrative:
Concomitant medical product(s): product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745bp, lot# nlh059759n, product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the rep. They stated that the patient received a new battery pack and handset after speaking to tech support. The issue was with the handset and/or battery pack. Both were shipped back to the manufacturer. The rep stated they didn't know the cause of the inability to walk. They stated that they didn't remember that being a part of the report. However, they saw this patient on (B)(6) 2020 and she was doing great, walking fine and no complaints in regard to walking. The issue of the stimulation not turning on, stimulation cutting out, and stopping on it¿s own was resolved. They did not know patients and it will not be shared with them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer's representative regarding a patient's implantable neurostimulator (ins). It was reported that there were coupling issues due to losing signal for charging with the smallest of movement. The patient has to constantly adjust antenna to find signal to charge the ins and it is taking about an 1 just to get to 30%. The rep stated that the patient cannot wear the belt as it is too big for them. The rep reported they discussed with the patient that the adhesive discs are not an option with the current recharger, best placement of the antenna over the implant, and evaluating the ins to see if depth or angle of the ins could be the issue with charging. The patient is less than one month out from implant at this point. They reported this has been happening since they first started charging ins after implant. They will follow up with the patient on (B)(6) 2020 to evaluate this further. It was also reported since (B)(6) 2020 when the ins was turned on, their controller freezes dark and blank with no blinking green light when they tried to recharge. The patient said the ac power adapter light is on and they plugged it in when not in use. They tried to resolve it by resetting it removing and reinstalling the battery pack and plugging it into the ac power. The battery pack was not inside the compartment during the start of the call. Pt put the battery pack back in and said the screen lit up and the controller showed the controller battery level showed 100%. They plugged in the recharger and put it over the ins but the controller did not recognize it was plugged in. The patient scrolled down to option 10, the recharging the bar was gray and did not turn green when they tapped it. They had trouble keeping a connection during charging. They cannot even move a hair or move for 2 hours and it gets the ins battery up to maybe 40%. They also reported stimulation was not turned on since (B)(6) 2020 and since then they've experienced stimulation cutting out. They stated they can normally feel stimulation. The patient said stimulation has been stopping on it's own but they don't use the controller to turn stimulation off. But when they checked, it said it was off. Due to their recharging issues, their ins has run out of charge and it is dead. They can't walk anymore. They said they had a long list of concerns and will work on them with the manufacturer's representative at their appointment on (B)(6) 2020. The representative called back on (B)(6) 2020 and said when the patient plugged the controller in overnight and the controller battery was still at 30%. The patient confirmed power is good with the green light on the power supply, however there was no green light on the controller to indicate that it's charging. A controller issue was suspected and the patient was asked to call in to troubleshoot. The patient called back on (B)(6) 2020 reporting that it was working great and then the last night when they went to charge, they saw a screen that came up showing recharging not available, install mdt battery pack. They tried to reset the lithium battery pack in the back but that did not help. No further complications reported/anticipated.